Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. The customer's blood glucose level was 221 mg/dl. Reportedly, the customer's history was missing and customer unintentionally gave themselves a second bolus because they could not confirm in their history that they had already given themselves a bolus. The customer's blood glucose (bg) was 73 mg/dl. The customer consumed a glucose tablet and a cookie to address their bg. Reportedly, the customer continued using the pump for insulin therapy.